Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image due a failure of the insertion part and occasional interference due a component failure of the universal cord. Based on the results of the investigation, a probable root cause could not be identified for the customer allegation. For the additional malfunctions it is likely the following led to the malfunction: the failure of the insertion part and a component of the universal cord could cause the image issues. Complete facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed no image (image blackout). The event was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h11 corrected fields: h6 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.